Event description:
It was reported to covidien that the device smells like it had overheated and it will not turn on. This occurred during preventative maintenance. No pt involvement.

Manufacturer narrative:
The actual device has not been returned. If the device is received, it will be evaluated and a follow up medwatch will be submitted. The warmtouch 5200 patient warmer has been discontinued and is being replaced with a new designed warmtouch patient warmer. Active customers have been notified of the availability of the new 5300a model which addresses the potential failure mode.